Manufacturer narrative:
(B)(4). The evaluation of the device has begun; however, has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed a uf volume that meets the iipv (increased intra-peritoneal volume) criteria. With reference to the iipv decision tree, the cause for the iipv found in the logs was determined to be insufficient drain. Use error, inappropriate bypass of the initial drain. The device met specifications. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with ultrafiltration of 2711 ml during cycle 1. There has been no report of patient injury or medical intervention.